Event description:
It was reported to boston scientific corporation that a captivator cold snare was used in the colon during a colonoscopy with polypectomy procedure performed on (B)(6) 2026. During the procedure, the metal wire of the snare became detached from the plastic component of the device, resulting in immediate loss of functionality and inability to use the device as intended. There were no patient complications reported as a result of this eve

Manufacturer narrative:
Block h6: imdrf device code a0501 captures the reportable event of loop detachment of device or device component.